Event description:
It was reported that the right ventricular (rv) lead dislodged and high thresholds were noted on the capture management trend shortly after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).